Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 28 months post implant of a bifurcated and an suprarenal aortic extension a follow up computed tomography scan revealed an endoleak. Reportedly, the patient presented symptomatic, and a computed tomography scan revealed an endoleak between the components. The physician elected to implant an infrarenal aortic extension between the existing components to seal the endoleak. The patient tolerated the procedure well and went home the next day.